Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including letting the pump run and having the customer press the letdown button. The customer indicated that the pump did not change phases after doing so and the customer stated that the pump speed seemed to be at a low setting. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer acknowledged receipt of the replacement pump and stated she that she had returned the original pump to medela, which has not been received as the date of this report. She confirmed that the replacement pump was working without issue. The complaint handler made further contact with the customer on (B)(6) 2019, inquiring whether the mastitis was resolved, to which the customer responded that it was resolved and that she was no longer in pain. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style starter breast pump was not changing phases, the speed does not change and the suction suddenly goes to very deep and it hurts. She stated she has mastitis and is on antibiotics.

Manufacturer narrative:
The device was returned with the customer's battery pack, breast shields and power supply and was evaluated on 12/11/2019. It was identified in the product evaluation that the flag was broken. Refer to attached product evaluation. The customer's report of a phase issue was confirmed. The flag is used to tell the pumps computer the location of the puller arm during its stroke. This information is used to complete an accurate rotation of the puller arm, thus generating requested vacuum. When the flag is broken, or missing, the pump cannot identify the position of the puller and, when this occurs, the pump firmware is programmed to go into continuous rotation mode. In continuous rotation mode, the puller arm rotates continuously at 360 degrees, generating roughly 220 mmhg, which is within vacuum specifications, and vacuum cannot be adjusted and phase change cannot occur. (B)(4).